Event description:
In 2008, the pt reported he had experienced occlusion errors (competitor infusion device) with 4 infusion sets in the past 2 weeks. He stated that the occlusion would occur during the first bolus after the infusion site was inserted. He would immediately remove the infusion site and found that each cannula was slightly bent. He stated he uses a 4 inch area on each side of his abdomen as an infusion site and he rotates from side to side. He stated, he has used this same area for 4.5 yrs. He was educated on infusion site rotation. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.